Event description:
An elderly female patient went down with cardiac arrest in front of the police officer, and manual CPR was initiated. The crew transitioned the patient to the autopulse platform (sn unknown) for automated CPR; however, the patient was pronounced dead. Per the patient's autopsy report, the medical examiner reported that the autopulse was the cause of death due to rupturing the abdominal aorta. The customer provided no further information.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed. Chest compression, as a part of cardiopulmonary resuscitation (CPR), has a high rate of patient adverse events. Common skeletal injuries (rib, sternum and spine fracture), common internal organ injuries (liver and spleen), and common clinical events secondary to those injuries (abdominal aorta, pneumothorax) are expected adverse event for both manual and mechanical cprs. The chest compression generated by the autopulse system may lead to an injury profile that is no worse than manual CPR. Similarly, a randomized trial of manual CPR and phased manual plus autopulse CPR found no difference in cardiac, pulmonary or cerebral damage. Complications in autopulse-treated patients occurred at a rate not exceeding that of manual CPR. The aha guidelines 2000 states, "even properly performed chest compressions can cause rib fractures (or other injuries) in adult patients." The guidelines further state, "concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death." The recently released guidelines 2005 deliver a similar message, "rib fractures and other injuries are common but acceptable consequences of CPR given the alternative of death from cardiac arrest." The 2015 aha guidelines update for CPR reemphasized the importance of high-quality chest compressions and recommends to ensure adequate compression rates and adequate compression depth. Injuries are common but acceptable consequences of manual and mechanical CPR. Concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death. Queries were sent to the customer to get the additional information. Based on available information, the death was possibly related to the autopulse device since the connection of the reported injury of abdominal aorta rupture to using autopulse cannot be ruled out. (Based on meddev definition: "possible: the relationship with the use of the investigational device or procedure cannot be ruled out completely. Alternative causes are also possible (e.g. Abdominal aorta rupture is expected adverse event for both manual and mechanical cprs). Cases were relatedness cannot be assessed or no information has been obtained should also be classified as possible"). Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca. The event is possibly related to the device and procedure.